Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The field service engineer (fse) evaluated instrument and replaced j nozzles, reference valve, ise (ion-selective electrode) stir motor and paddle, ise data board, potassium electrode and tightened ground screw on ise data board for cell 2 which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged erroneous patient result for na (sodium) and patient delta checks failing on cell 2 of their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data or patient demographics for review.